Manufacturer narrative:
Pump passed operating current, a21 error test, displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the bottom of the pump comes off while priming. Customer stated that he fell while wearing the insulin pump. Customer's blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.